Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was malfunctioning. They left the insulin pump without a battery for a couple of weeks to reset and when they reinserted a battery the device kept coming up with an unexpected restart alarm. It would not rewind, and the screen was black. The keypad was not responding. They were could not clear any alarms. The customer¿s blood glucose during the incident was unknown. The time clock advanced. The insulin pump will be returned for analysis.